Manufacturer narrative:
(B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Patient details including demographic data are not currently known.

Event description:
During a carotid artery stenting procedure, an 8x30 precise pro rx stent was slightly deployed when inserting it into the guiding sheath (fubuki). The procedure was completed by using non cordis devices of the same size items. There was no patient injury and the device will not be returned for analysis. Pre-expansion under protection of a filtewire was done prior to using the stent.

Manufacturer narrative:
During a carotid artery stenting procedure, an 8x30 precise pro rx stent was slightly deployed when inserting it into a non cordis guiding sheath. The procedure was completed by using non cordis devices of the same size items. There was no patient injury and the device will not be returned for analysis. Pre-expansion under protection of a filterwire was done prior to using the stent. The product was not returned for analysis. A device history record (DHR) review of lot 17488437 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system- deployment difficulty - premature deployment¿ could not be confirmed as the device was not returned for analysis. The exact causes not be determined. Handling factors may have contributed to the reported event. The product information for safety warns ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed¿. Neither the device history record nor the product analysis suggest that the event could be related to the design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.